Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient experienced hyperglycemia due to an occlusion on (B)(6) 2026. The high blood glucose persisted for less than 1 hour and was treated with insulin via the pump. No further information available.